Manufacturer narrative:
(B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the bottle hanger. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI: (B)(4). A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported a bottle hanger problem with the signature phacoemulsification machine. Through follow up, it was reported the axle that keeps the bottle hanger together had loosened and fell out of the bottle hanger assembly and resulted in the hanger falling into pieces.